Event description:
A complainant alleged that she experienced a skin reaction due to the use of cavicide; the product was allegedly used to disinfect an x-ray vest that had been provided for the complainant during her dental exam.

Manufacturer narrative:
The complainant used an over the counter cream (cortisone) in an attempt to alleviate the symptoms; however, the symptoms did not subside. The patient saw a general practitioner on (B)(6) 2012 and was prescribed a steroid cream (taro clobetasol) which alleviated the symptoms; however, the patient claims that there is still a "rawness" and "skin discoloration". No product was returned and no lot number was provided; therefore, no evaluation can be conducted.